Event description:
After initial interrogation of the device during a routine follow-up, the ICD did not appear to be sensing. Attempts to obtain sensing were unsuccessful. The physician was then informed by the pt that two days prior, he had fallen down some steps and landed on his defibrillator. The decision was then made to explant the device.